Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the screws on a crosslink are jammed. There were no patient impacts.

Event description:
It was reported that the screws on a crosslink are jammed. There were no patient impacts.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed no signs of obvious damage. A functional inspection was performed on the transverse connector (pn 07.02030.004), attempting to turn the screws with a set screw starter (07.02119.001) found that the screw on one of the jaws is jammed, unable to turn at all. Root cause: root cause was unable to be determined. This event could possibly be attributed to cross-threading or applying an off-axis force. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.